Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device showed a check syringe plunger sensor in the history. The power up process was performed. The issue was unable to be duplicated. The flippers intermittently stuck due to broken screw-boss which is causing the check syringe plunger sensor error intermittently. The analyst replaced the left plunger case. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a syringe plunger error. There were no adverse events reported.